Manufacturer narrative:
No patient involvement. Device is an instrument and is not implanted/explanted. Complainant part has not been returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the standard insertion handle instrument is not working. The instrument has been reported with a broken tab. No patient involvement. This is report 1 of 1 for (B)(4). This report is for an insertion handle. This complaint involves one (1) device.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation, as part was discarded by the facility. (B)(4). A device history record (DHR) review was performed for part no.: 03.010.045, lot no.: 3608335: manufacturing location: haegendorf, release to warehouse date: 18.nov.2010: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This date reported incorrectly on initial (B)(6). The correct date is 1/16/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.